Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint of unresponsive buttons could not be confirmed or duplicated. Evaluation revealed that the bolus button was missing. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.

Event description:
A family member reported that the keypad buttons were unresponsive after a battery change. He confirmed there was no visible damage to the keypad, and denied exposing the pump to moisture. The family member reported that the patient wears the pump in a pouch around his waist, and does not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.